Manufacturer narrative:
(B)(4). Date of bith: (B)(6). Concomitant medical products: unknown persona tibial tray, catalog #: unk, lot #: unk, unknown persona femoral, catalog#: unk, lot #: unk. Report source - (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-07090, 0002648920-2019-00236. - previously reported in 0001822565-2018-07089. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that patient underwent persona ps procedure and was subsequently revised to rhk due to instability, damaged joint capsule, loose tibia due to adipositas per magna. During the procedure, it was discovered, that the spine of the inlay was fractured. Due to intense bleeding of the joint capsule, spine could not be retrieved.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual examination of the returned articular surface identified fracture of the post/spine. X-ray review noted that the tibial component appeared to be oversized for the knee. Device history record (DHR) was reviewed and no discrepancies were found. Per the instructions for use manual of the device, fracture of the prosthetic knee component, soft tissue damage, and joint instability are known potential adverse effects associated with the total knee arthroplasty. The manual also warns that complications and/or failure of prosthetic implants are more likely to occur in heavy patients. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.